Event description:
Films were received and their evaluation was completed. The pre-implant films show long and straight proximal aortic neck. The aortic neck diameter at the renals is 21-23mm, and necks down to 16 x 21mm, 5mm below the renals with calcification. The aaa measures 4cm. The distal aorta is 22 x 23mm with moderate calcification. The iliacs are calcified but not tortuous. Images post implant was not provided; therefore the reported left limb occlusion could not be assessed. It is possible that the patient's narrow and calcified anatomy may have contributed.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion); other (cause is unknown). Evaluation codes, conclusion: other (cause is unknown).

Manufacturer narrative:
Evaluation method: (films). Evaluation results: patient's condition affected effectiveness of device (narrow and calcified vessels). Conclusion: device failure/lack of effectiveness related to patient condition (narrow and calcified vessels).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm approximately three months ago. Aneurysm and vessel morphology were unremarkable. It was reported that the patient subsequently presented with complete occlusion of the left limb (ipsilateral). The physician was able to cannulate the left limb and placed an I-cast stent distal to the aortic bifurcation but that did not open flow. Then a bare metal stent was placed below the I-cast stent in the limb and that did not provide sufficient flow for an active person. The decision was made to perform a fem-fem bypass procedure and this successfully restored flow. No additional clinical sequelae were reported and the patient is fine.